Event description:
It was reported that the patient had a loose connection issue coincident with automated peritoneal dialysis (apd) therapy. It is unknown if the patient was connected at the time of the event. The technical service representative was unable to troubleshoot the setup as this occurred during a previous therapy. The patient stated that there was no disconnection associated with this event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.